Manufacturer narrative:
(B)(4). Excision of exposed mesh was recommended due to painful intercourse, pelvic pain, bladder dysfunction, bleeding and erosion. (B)(4) bladder dysfunction, dyspareunia, mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with anterior and posterior repair. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic cystocele with rectocele and stress urinary incontinence. No additional information was provided.

Event description:
It was reported that a patient underwent a surgical procedure to repair stress incontinence on (B)(6) 2005 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01371. The same patient is represented in each medwatch.